Event description:
It was reported the customer had a sensor anomaly. The customer stated there was a sensor needle break during insertion of their sensor. Customer stated they have been wearing their sensor for 8 hours. The customer also reported observing blood at their sensor connector. Customer's blood glucose as not provided. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.